Event description:
Following a hip implant, in 2004, with a stryker trident ceramic on ceramic device the pt found in the third year, in 2007, the device appeared to be failing. During normal walking step there appeared to be unloading as the leg was extending forward, as in taking a step. During the spring of 2007, the pt detected a soft whistle or squeak from the implant during a bending at the waist, as one would do when picking up a pine cone with a hand. Additionally, in the area of the implant the pt started feeling a low level ache similar to hip joint pain felt before the implant. The pt concluded that the sound was becoming more frequent and was indicative of implant failure. The attending surgeon did not disagree. These events evolved over a four to six month span following four years of success use. The implant surgeon was contacted and consulted. Xrays taken of the implant, from several perspectives, showed no movement of the implant parts and good alignment. Subsequently, a hip revision surgery was performed, in 2007, and the ball and cup were replaced with new parts. The pt has requested that parts removed would be returned to stryker for examination and analysis. Dates of use: 2004 - 2007. Diagnosis or reason for use: inflammatory osteoarthropathy.